Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction: please remove stp-at-012 and replace with correct line: (B)(6). B5: describe event or problem ¿ correction. D4 catalog no - correction. H2: correction. H6: type of investigation - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.